Event description:
The surgeon reported that the product "caused a foreign body reaction, which caused obstruction of the small intestine but also caused adhesions between the distal trans verse colon and the small bowel."